Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown; however, it was reported the device was not used past its expiry date. (B)(4): investigation result: a visual examination of the returned complaint device found that the device did not have any damages. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole leak near the proximal end of the ro marker. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as the manner in which the device was handled and manipulated, the technique used by the physician, and/or the interaction between the scope and device, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two hurricane rx dilation balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon would not inflate properly. Reportedly, the balloon was removed and a hole was noticed. The same issue occurred with the second hurricane rx dilatation balloon. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.